Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer experienced an elevated blood glucose (bg) level and a small level of ketones. Reportedly, the customer¿s glucometer read ¿high¿; however, a specific bg value was not provided. A manual injection of insulin was administered to address high bg. Reportedly, the customer continued to use the pump for insulin delivery.